Event description:
The physician successfully implanted two 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting stents (ref MFR no. 2953200-2010-01665) at cass# 18-19, separately. Post stent deployment, it was reported that a side branch occlusion occurred at cass# 20. The pt was reported to have suffered a non-qwave mi and was treated with medication. The pt is reported to have recovered and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: (previous history of mi), (vessel occlusion, mi).